Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result was obtained from a single patient sample when using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. The most likely assignable cause is instrument related. Within run vitros tropi es precision tests performed were outside ortho acceptable guidelines indicating that the vitros 5600 integrated system was not performing as expected at the time of the event. An ortho field engineer (fe) performed service and maintenance actions on numerous subsystems of the vitros 5600 system. These included replacing the signal reagent dispensing tip, a and b pumps and all related tubing, signal reagent nozzle body and probe. Following these service and maintenance actions, a 30 replicate within run precision test was performed by the customer and this time the results obtained were within ortho acceptable guidelines indicating the vitros 5600 integrated system was now performing as expected. Additionally, following ortho fe actions, the customer accepted the instrument back into routine use. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 5200.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected troponin I result was obtained from a single patient sample when using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Patient 1 result of 0.204 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. However, a corrected report was later issued for the affected sample. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).